Event description:
This customer reported that they were unable to see a pads ECG waveform. The involved patient died, but it has not yet been determined whether the device was a factor in the patient's outcome.

Manufacturer narrative:
This customer reported that they were unable to see a pads ECG waveform. The involved patient died, but it has not yet been determined whether the device was a factor in the patient outcome. A follow-up report will be submitted after philips obtains more information about this event.